Event description:
It was reported that lead dislodgement due to twiddler's syndrome was observed. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .